Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's mother reported that the insulin pump had returned five motor error alarms in the past week. Customer's mother also reported that the insulin pump's battery cap was stripping and the batteries only lasted for two days. Customer's mother stated that in one case, less than 24 hours went by between a low battery alert and an off no power alert. Customer's mother also stated that the motor error alarms occurred during priming and during bolus. Blood glucose level was 280 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)